Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported he received a few occlusions on (B)(6) 2011. Pt stated, he kept giving himself boluses and did not realize that a little bit of the bolus was being delivered. Pt reported, he took out the cannula, ran a prime and noticed the insulin did not come out of the end of the cannula but it came out where the cannula meets up with the adhesive. Pt stated, he had an elevated blood glucose in the 200's mg/dl at this time. Pt reported he did not have any infusion sites with him and was unable to change his infusion site. Pt stated when he arrived home, he tested his blood glucose and received a reading of 186 mg/dl. Pt reported he went into info and found out he had actually be delivered 15.2 units of insulin. Pt stated he knew his blood glucose would be going down and that he would have to eat to regulate it. Pt reported, he ate and drank 2 sodas and started on a 3rd and then checked his blood glucose reading which was at 68 mg/dl. Pt stated he continued to check his blood glucose and was able to treat himself and finally was able to regulate it back to normal last night. Pt's normal blood glucose level was not provided. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.